Manufacturer narrative:
A2: age at time of event: 2 years 11 months. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and treated with ceftazidime injection (discontinued) for peritonitis. Five days after hospital admission, the patient was discharged. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.